Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel did not work in an arctic sun device. Per review of wo on 05mar2024, device was used on patient and no patient impact or injury reported. Per follow up information received via email on 25apr2024, repair was done onsite. The manifold was replaced because this was causing the problem, along with that the circulation pump was not giving good flow so it was also replaced. No patient impact reported. Per sample evaluation results on 13jun2024, it was reported that after running the equipment for a while error 76 (non-recoverable system error) appeared.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel did not work in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and no patient impact or injury reported.